Event description:
Additional information received indicates that surgical intervention took place wherein the ipg was explanted and replaced to address the issue. Therapy was confirmed post op.

Event description:
It was reported that the patient's ipg became inoperable following an unrelated surgery. Reportedly, the ipg was not set into surgery mode prior to the surgery. Troubleshooting was unable to resolve the issue. As such, surgical intervention may take place at a later date to address the issue.

Manufacturer narrative:
Date of event is estimated. The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.

Manufacturer narrative:
It was reported to abbott, a patient underwent an unrelated surgical procedure and did not set the ipg into surgery mode. The ipg failed to establish communication with external devices. Recovery efforts were unsuccessful and the ipg was deemed inoperable. The ipg was replaced, and effective therapy was restored. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.